Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted on (B)(6) 2023 with driveline drainage. They were treated with intravenous (IV) antibiotics and discharged home on long-term suppressive antibiotics on (B)(6) 2023. Specifics regarding antibiotics and cultured were not given. The patient was instructed to follow up with infectious disease as an outpatient. The patient was readmitted on (B)(6) 2023 with driveline infection. It was noted that the culture of the site was positive for methicillin-susceptible staphylococcus aureus (mssa) and blood cultures were found to be negative. The patient was treated with vancomycin and ceftriaxone administered through IV. They were discharged home on (B)(6) 2023 with 100 mg of doxycycline to be taken twice daily for an indefinite period and planned for outpatient infectious disease (ID) consultation. It was noted that the patient was also being treated as an outpatient by their primary care provider (pcp) for clostridium difficile (c. Diff). It was also noted that the patient was stable at home and that no device malfunctions or adverse events occurred.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturers investigation is complete.